Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported issue. The usm was tested on in-house system where it failed fiber test on the rolling loop fiber prompting error 319. A gold rolling loop fiber was installed, and the error went away. The original rolling loop fiber was re-installed, and the error returned. The rolling loop fiber was replaced to resolve the issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the universal surgical manipulator (usm) / arm 3 stopped working, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. The fse went on site and confirmed the reported issue. The fse replaced the usm to resolve the issue. Intuitive surgical, inc. (Isi) has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopic surgery. Although no patient harm was reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, arm 3 stopped working. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked live logs and found error code 319 pointing at axes controller, carriage (acc) board in universal surgical manipulator (usm) 3. Prior to calling for technical support, the customer had power cycled the system three times, but the fault persisted. The tse asked the customer if they could proceed with only three arms, but the caller reported that the surgeon stated he could not. The tse guided the customer through a hard power cycle/emergency power off (epo) of the system, but this did not clear the fault. The surgeon decided to convert to laparoscopic surgery. The site called back and asked when is field service engineer (fse) could arrive. The procedure was completed without patient harm or injury. The alleged issue caused a procedure delay of less than 15 minutes. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.